Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the pump alarmed system error 345 (thermistor disparity) at device start up. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was an out of calibration downstream thermistor. The downstream sensor assembly requires to replace to address the issues. Should additional relevant information become available, a supplemental report will be submitted.